Event description:
It was reported that upon opening of the packaging the preloaded intraocular lens (iol) was found be cracked prior to insertion into the patient's eye. The lens was inspected and confirmed to be damaged. As a result, the lens did not enter the patient's eye. The procedure was completed with a back up lens. No other information is available.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's email address and phone number: unknown/asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.